Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5108004) on 31-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('stomach cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2006, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), headache ("headaches") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain, headache, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, headache and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5108004) on 31-mar-2022. The most recent information was received on 19-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('stomach cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2006, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), headache ("headaches") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the abdominal pain, headache, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, headache and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.